Event description:
It was reported that this implantable pacemaker was suspected of premature battery depletion (pbd). Data analysis showed that the device is depleting normally. Based on the data, it appears that the battery status calculation switched from the coulometer based to a voltage-based calculation. Power consumption is stable, and voltage is tracking normally, the transition in the blending period resulted in the drop in estimated longevity remaining. To date, this device remains in service. No adverse patient effects were reported. Additional information indicated that device longevity dropped from 7 months to 4 months in a span of 2 months and physician is concerned with premature battery depletion (pbd). A request was made to have data from this device analyzed. Data analysis confirmed that the power consumption is increasing in a gradual fashion. Technical services (ts) consultant recommended replacement. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker was suspected of premature battery depletion (pbd). Data analysis showed that the device is depleting normally. Based on the data, it appears that the battery status calculation switched from the coulometer based to a voltage-based calculation. Power consumption is stable, and voltage is tracking normally, the transition in the blending period resulted in the drop in estimated longevity remaining. To date, this device remains in service. No adverse patient effects were reported. Additional information indicated that device longevity dropped from 7 months to 4 months in a span of 2 months and physician is concerned with premature battery depletion (pbd). A request was made to have data from this device analyzed. Data analysis confirmed that the power consumption is increasing in a gradual fashion. Technical services (ts) consultant recommended replacement. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.